Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/19/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to power on device; unable to download; unable to perform all testing steps. Moisture present in display lens. Battery compartment free of moisture. Leak test suggests leak from bolus button. Opened device and found moisture throughout. Audio bolus button cover missing with contamination present under audio bolus button contact. One battery compartment crack noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.